Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the stuck power switch and the device not turning on was likely caused by a broken switch, a definitive root cause could not be identified. A definitive root cause of the broken connection socket could not be identified since the issue was not reproduced during device evaluation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as a technician was on site and repaired the device. It was found that the device did not start. The main switch had to be replaced. The front panel had to be replaced because it was broken. The device was cleaned from the inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power switch of the evis exera iii xenon light source was stuck and endoscope connection socket was broken. The issue was found during preparation for use. There were no reports of patient harm.